Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow up, decreased impedance and noise during arm movements were observed. The lead showed signs of abrasion and was therefore replaced. There where no consequences for the patient.